Event description:
Here is a copy of a recent critical incident for your attention. Unfortunately, the transducer set was not kept. This child was around (B) (6) so would normally have the transducer flushed via a syringe pump for safety when within picu. It seems that this transducer was set up in theatre and transferred through to (B) (6) postop. The fluid flow through the slow flush channel does seem to average at just below 6mls/hr. I would be gratefull for any comments you may have. Patient was to receive only 100% total fluids. The patient had 2 invasive lines that were being flushed continuously. The heparinised saline system was a weighted bag. The pressure was at 200. Over the course of the 12 hour shift, 70 mls had infused in instead of the 36 mls that would have been expected. The patient was in a positive balance by the morning and was requiring extra frusemide doses..